Event description:
The customer reported that the unit exhibited cidex opa leak from a crack in the basin. There were no physical complaints reported. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Solution spill, capital equipment, evaluated at customer site. The fse confirmed the leak from cracks in the basin and tank. The fse replaced the basin and tank. The system was found to manufacturer specifications. Results: basin and tank.